Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal vault prolapse, enterocele, rectocele, frequency of urination, right and left lower quadrant lower abdominal pain. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, dyspareunia, vaginal scarring and mesh migration. It was reported that patient underwent takedown and removal of old sling material on (B)(6) 012 due to bladder neck obstruction, and urethral stricture. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with open laparoscopy with enterolysis, laparoscopic enterocele repair and posterior repair due to pop, frequency of urination, enterocele, rectocele, right and left lower quadrant lower abdominal pain and severe bowel adhesive disease. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia, vaginal scarring and mesh migration. It was reported that the patient underwent takedown and removal of old sling material on (B)(6) 2012 due to bladder neck obstruction, and urethral stricture.(B)(4).